Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user got a sensor failed error 10 minutes after applying their dexcom g7 sensor. The user measured at 59 mg/dl blood glucose (bg) by finger stick. They corrected with a pepsi, about 45 grams of carbs, and 4 glucose tablets. The user felt a little off and sweaty. The user was able to successfully reapply the sensor and bg was confirmed as trending up. The user was advised on the 15 grams of carbs in 15 minutes rule to avoid overtreating a low. There was no further intervention required.